Event description:
Healthcare professional reported left side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold, white particles in the surface of the shell and opening in the diaphragm valve. Leak test was performed and found an opening on the device. A microscopic analysis was performed which identified a sharp opening in the diaphragm valve. The fill test inspection was performed, and the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on the diaphragm valve assessed as an unidentified (tear) opening. Additional, changed, and/or corrected data: d.6b, d.9, h.3, h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.